Event description:
It was reported that pump experienced a malfunction. Customer¿s blood glucose (bg) level was 505 mg/dl. Elevated bg was address by a manual insulin injection. The customer reverted to an alternate method of insulin therapy.